Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected with premature battery depletion. A remote monitoring alert was received that the device was on end of life (eol). However, three months ago, the remote monitoring system showed a three year remaining battery on the device. A surgical intervention was then successfully performed to replace the device. No additional adverse patient effects were reported. The device was explanted and was returned.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device was not a part of the identified population.